Event description:
Pt reported they had an infection at the port of their band and they had the port taken out so the infection would heal. Since that time they have been on antibiotics seven times, oral and intravenous. Now they think they may have to have their band out. Follow up findings; pt reported they had their lapband taken out and they had an erosion along with the infection.